Event description:
It was reported that during a device check, both the right atrial (ra) and right ventricular (rv) pacing lead impedances were low out of range. Both of the lead impedances were suddenly measured abnormally at the same time between (B)(6) 2025. The last device check was performed in (B)(6) 2019. No capture was also observed on the rv lead. The patient was also tested positive for bacteremia in the bloodstream unrelated to the products. The device system was explanted. The patient was stable before, during, and after the procedure.